Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device did not function properly and left the skin with abrasions and cuts. The graft was harvested using a scalpel instead of the device. It is unknown if there was any delay or what extent the patient impact was. Due diligence is in process and there is no additional information available.